Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04)-drill no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill bit broke. There was no delay or impact to the patient. There is no additional information available at the time of this report.